Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) levels on multiple event dates. Reportedly, the customer's bg level ranged from 41-71 mg/dl when tested; however, the customer stated bgs had been lower but was unable to provide a specific value. The customer reported that the settings were being adjusted with health care provider (hcp), and that the hcp had determined that the customer needed 50% less insulin due to being sensitive to long acting insulin. To treat the low bg levels, the customer received assistance from the paramedics who gave the customer a tube of glucose, juice, and a sandwich as the customer was semi-comatose. Additionally, the customer's toe was reported to be "chewed up" and the customer thought that it may have been injured on a dog gate. Recommendation was made to consult with health care provider regarding diabetes management.